Event description:
Patient developed pericarditis secondary to a late lead perforation. The lead was positioned in the rv and was connected to an impulse dynamics optimizer smart mini generator. Lead measurements at implant were 0.9v@0.5ms, 11mv, & 870ohms. The patient also has a boston scientific s-ICD implanted.

Manufacturer narrative:
The manufacturing process for the lead was re-investigated. And all production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. A reintervention was performed to explant the subject lead the first of july 2025. As the suspected lead was not returned and based on available information, it should be noted that cardiac perforation may be attributable to factors such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. Furthermore, cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature. The results of this investigation are retained and utilized for trending purposes.

Event description:
Patient developed pericarditis secondary to a late lead perforation. The lead was positioned in the rv and was connected to an impulse dynamics optimizer smart mini generator. Lead measurements at implant were 0.9v@0.5ms, 11mv, & 870ohms. The patient also has a boston scientific s-ICD implanted.